Manufacturer narrative:
Device eval: two used suspect devices were returned for eval. Upon visual inspection, the complaint was confirmed. The rotator was separated at the bond between the collar and the housing. The customer did not report a lot number. Therefore the device history record and complaint database could not be reviewed. The customer did not specify if this was the initial use of the device. The root causes of the failure are attributed to the mfg bonding process. Corrective actions have been implemented to address this type of failure. This lot was built prior to implementation of the noted corrective actions. Device history record and complaint database could not be reviewed.

Event description:
The rotator broke during an abdominal angiography procedure. The customer reported that this occurred twice. Injector settings: 0.6 ml/sec for a total of 6 ml. The customer did not know at what pressure the event occurred. No harm or injury was reported. This is one of two reports for this complaint: 1721504-2011-00187.